Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced inflammation at abutment site; subsequently on (B)(6) 2017 the patient was placed under general anaesthesia to undergo skin revision surgery. The implanted device remains.